Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information was received from the sales rep stating that: according to the feedback from the hospital, the initial surgery went smoothly. After surgery, the patient did not undergo standardized dressing changes at the operating hospital. No subsequent adverse event reports have been received.

Event description:
Post-op inflammation. This case is from the health authority. The patient underwent comprehensive relevant examinations and tests upon admission, and after excluding surgical contraindications, surgery was performed on the same day. After surgery, knee joint stiffness and poor skin wound healing were observed, and hospitalization was required. Surgery was performed two and three months later, respectively. Two months later, during the surgery, inactivated tissue was taken and sent for general bacterial culture (results were not detected). One week after the surgery, the vsd device was removed and the surgery was performed again. During the surgery, damaged tissue was taken and sent for general bacterial culture results. After x days, the results showed that staphylococcus aureus subsp. Hominis (multidrug-resistant). After consultation with the clinical pharmacy department, vancomycin 1.0g, ivgtt, q12h were given slowly intravenously. After current medication, the patient's infection indicators decreased, liver and kidney function were good, and the wound and general condition recovered well.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.